Event description:
I am diabetic and have been using the abbott freestyle libre 2 sensor/reader system for monitoring my blood glucose. My doctor transitioned me to the abbott freestyle libre 3 sensor/reader system. He only ordered the sensors. After having picked up the order, I discovered that neither my libre 2 iphone app nor my libre 2 reader were compatible with the libre 3 sensors. Further, I discovered that my iphone was not compatible with the libre 3 reader app. The incompatibility was caused by the ios version on my phone -- my phone had a current version of ios and the libre 3 reader app was only compatible through several earlier ios versions. Further, I discovered that I could not obtain a libre 3 reader for at least 3 months due to medicare limitations. So, the doctor left me with no ability to monitor my blood glucose unless I purchased a reader (B)(6) or an android phone. This is malpractice on several levels. First, the doctor should have known the limitations and incompatibilities of the libre 2 and libre 3 systems and how this would impact medicare coverage. Second, abbott should have not released the product before assuring that its reader app was compatible with the latest ios version -- especially considering that the earlier libre 2 app was fully compatible. Outrageous! Surely, they're aware that all new iphones would be using the latest ios version! I would have been happy to have maintained use of the fully functioning libre 2 system until the libre 3 system became fully functional. As it was, because I picked up the sensor order, I could not revert to my original libre 2 system without incurring substantial expense. Neither could I use the libre 3 system because I had no reading capability. When contacting both the doctor's office and abbott technical and customer support, the answer I received was "too bad; we can't do anything to help you." I am now without glucose blood monitoring for a while and regard this as dangerous to my health. I will ask my doctor to order the libre 3 reader and I will pay the required (B)(6). Extortion and/or lack of caring and/or gross incompetence on both abbott and the doctor's part in my opinion.